Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's data base indicated the patient died approximately eleven months post implant of the ICD system approximately two years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and a firmware generated power on resent occurred post explant. The device showed no anomalies to functional testing. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. All the conductors had blood/body fluid that was not obstructing. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.